Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. The patient reported that he developed a rash under the rear therapy electrodes. During a follow up the patient reported that his doctor gave him a medical cream and the rash was improving.